Event description:
A surgeon reported that the iop (intraocular pressure) control was turned off during surgery. It was noted that several system messages occurred. The product was exchanged and the procedure was completed with no harm to the pt. Additional information is not expected.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).